Event description:
It was reported that an unspecified malfunction occurred. Customer's blood glucose level was 300 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
During a follow up on 12/30/2020 it was reported customer's blood glucose level increased to above 600 mg/dl. Customer declined to provide further information with tandem technical support. Reportedly, the customer reverted to manual injections for insulin therapy.